Manufacturer narrative:
Part: 323.46; synthes lot: 5408455; release to warehouse date: january 02, 2007; manufacturing site: synthes (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Service & repair history: no service history review can be performed as part number 323.46 with lot number(s) 5408455 is a lot/batch controlled item. The service history review is unconfirmed. Service & repair evaluation: the customer reported the guide was tight and it was difficult to get the cap off. The repair technician reported the variable side drill sleeve was bent. Bent is the reason for repair. The cause of the issue is unknown. The following parts were replaced: drill sleeve. The item was repaired per the inspection sheet, passed synthes final inspection on october 24, 2018 and will be returned to the customer upon completion of the service and repair process. Service record router completed. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and returned to the customer; no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in the sterile processing department on (B)(6) 2018, it was noticed that a universal drill guide seemed tight and hard to get the cap off. There is no procedure and patient involvement. This report is for a 4.5mm universal drill guide. This is report 1 of 1 for (B)(4).